Event description:
It was reported that the ventilator generated technical error codes indicating power errors, a turbine module failure error and a battery communication error. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for battery communication error, several power error alarms and turbine module communication error. All the reported errors indicates to a power issue. Our field service engineer investigated the ventilator and solved the issue by upgrading the software.